Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6.   One frdm cnstr hd -6mm returned and evaluated. Upon visual inspection both device neither showed any damage or scuffing in the taper or on the outside diameter. The devices were dimensionally performed during manufacturing and were conforming to specifications. A review of the device history records identified no deviations or anomalies during manufacturing.  Medical records were not provided. The root cause of the reported issue is attributed to the off label use of 14-107016 and 14-107017 with a cpt stem. The biomet freedom contrained liner system is to be used only with biomet femoral, acetabular shell, and femoral head components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01444.

Event description:
It was reported the freedom head did not fit on the cpt stem size 0 standard, due to it bottoming out on the trunnion we had to put in a standard. Attempts have been made and additional information on the reported event is unavailable at this time.